Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a homechoice cassette was damaged. The event was further described as ¿occluder bar is cutting cassette lines¿ while in use with a a home choice claria device. This was identified during an unspecified process step of peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. There was no patient involvement. No additional information is available.